Event description:
It was reported that a novum iq syringe pump under-infused. This was observed during patient infusion with acyclovir (7 mg/ml) administered through a non-baxter 20 ml syringe at 10 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11: there were no findings in the history log that would indicate why the total volume (within iqe logs) would decrease by 0.3952ml over the duration the pump was not infusing. The logs show that the user cleared the ml given prior to beginning the infusion. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.